Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unit had cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 211 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.